Event description:
The patient presented to the emergency department on (B)(6) 2026. At 16:24 during a cta examination in the CT room, the y-shaped connector cap of the indwelling needle ruptured, causing fluid leakage. The indwelling needle was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As sku#(B)(4) is a product with y pp connector, and the flow rate and pressure used in cta examination are unknown, so the root cause of this defect may be related to the incorrect use of the product.

Event description:
No additional information.